Event description:
Medtronic received information that during use this act plus instrument had wrong measurements. The measurement was much lower then expected. The instrument was used to complete the procedure. There was no patient impact reported with this event. Medtronic received additional information that the customer is unable to provide the lot number of the cartridges and control used as the issue occurred with different packages. The customer performs quality control (qc) daily for the electronic control, and liquid qc with every new box of cartridges. No error code was displayed. The customer stated that in some cases only one channel showed a result, in other cases the difference between the two channels was more then 12%. Heparin was administered based on the results.

Manufacturer narrative:
Product analysis: the reported wrong measurements issue was not verified during service. The service technician cleaned the instrument and the reagent drive slider block and cleared the statistic log file, no serious errors, as a precaution. The service technician also performed the acttrac cartridge test, and the results were as expected. Preventive maintenance was performed as per specification. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.